Manufacturer narrative:
From: a customer contacted beckman coulter inc. (Bci) to discrepant results and indicated they had a tsh flier on one patient generated by the access 2 immunoassay analyzer. To: a customer contacted beckman coulter inc. (Bci) to report discrepant results and to indicate they had a tsh flier on one patient generated by the access 2 immunoassay analyzer.

Manufacturer narrative:
Sample and centrifugation information was not provided. On (B)(6) 2011 system check was performed which passed within specifications. Per customer, the system was displaying wash valve/pump motion errors. A bci field service engineer (fse) found the buffer line crimped between the access and fluidics tray. Fse replaced the buffer clamp, the original clamp was missing. Fse performed verification testing which passed within specifications. Although hardware issues were addressed, a definitive root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report discrepant results and to indicate they had a tsh flier on one patient generated by the access 2 immunoassay analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) to discrepant results and indicated they had a tsh flier on one patient generated by the access 2 immunoassay analyzer. The results were not reported out of the laboratory. Patient results were not provided. The event will be assumed to be worst case scenario that the flier tsh patient's result initially recovered above the normal reference range with repeat results recovering within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.